Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2018-00314 thru 3012447612-2018-00326.

Event description:
It was reported that the set screws cross-threaded during surgery while being installed into the tulip of a pedicle screw. The set screws were removed and replaced with alternative closure tops. There were no reports of patient impacts associated with this event. This is report nine of thirteen for this event.

Manufacturer narrative:
The returned closure top was evaluated. There was some thread damage found which is consistent with cross-threading the closure top into the tulip during tightening. The root cause is likely attributed to the incorrect reduction of the rod causing the rod to not seat properly within the screw tulip and/or misalignment of the set screws with the tulip head when being installed. A review of the manufacturing records did not identify any issues which would have contributed to this event.